Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Customer's blood glucose level was 380 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.